Manufacturer narrative:
The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reportable event of no image and also found an additional reportable event of a damaged mouthpiece. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested events could not be concluded. The event could have been detected/prevented by handling the device in accordance with the following instructions for use: "inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is still in progress. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (oekg) was informed by the head nurse at the user facility the evis exera broncho-fiber videoscope has no image. The reported problem was found at reprocessing. No death or injury and no impact to patient or other has been reported to olympus.